Manufacturer narrative:
The physician reported that the cysts persisted; he attempted to surgically evacuate one cyst but was unsuccessful.

Event description:
A physician reported a pt who received her second treatment into the vermilion borders in 1997; the exact date was not available. Three weeks after the treatment, the pt developed swelling and spontaneous discharge of blood and pus from the left upper vermilion border. She was in another country when this occurred, and consulted with a physician who prescribed oral antibiotics and creams. When seen by the injecting physician, the left upper vermilion border was two to three times its usual size. The physician prescribed intravenous cortisone with a good result and also oral antibiotics, oral and topical cortisone and antihistamines. When seen the week of 10/6/97, the symptoms were improved. The test sites remained negative. The injecting physician believed the pt had developed abscess formation related to hypersensitivity.